Event description:
It was reported that "when inserting the peel away dilators for the tunnelized catheter. The check valve let the blood flows through."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are currently waiting for the return of the device for evaluation. When the investigation is complete, a final report will be submitted.